Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) recorded multiple episodes in close proximity with anti-tachycardia pacing (atp) and shocks not being effective to convert a self conducted arrhythmia. Technical services (ts) provided a review of the episodes and noted that the rhythm slowed temporarily after each shock and then starts up again which is indicative of a patient related factor. The representative noted that the patient medication would be adjusted and that further steps would be discussed with the electrophysiologist. This ICD remains in service. No adverse patient effects were reported.